Manufacturer narrative:
Vapotherm has learned that cnmc sampled and cultured five 2000i units that had been used on pts and were waiting cleaning in an equipment storage room. It is now known how long the units had been in storage prior to the samples being taken. Of the five 2000i units cultured, three units tested negative for bacteria, one showed unidentified bacteria and one device tested positive for ralstonia. Medical center suspects that the source of the ralstonia in the unit that is the subject of this MDR may have been the pt transferred from huh. Investigation of this nexus is still underway. However, medical center does not believe that the unit was used on, or infected any pt's as there have been no related cases or reports of ralstonia infection at cnmc. Medical center also has tested add'l 2000i units in its inventory. Vapotherm provided cnmc with the sampling method that was based on the technique used by the cdc during the 2000i recall and three sets of sampling apparatus. Medical center decided to test, of their approximated 28-30 2000i units, 12 units that have been through their disinfection process and are using new disposables. Cnmc chose not to use the recommended cdc sampling technique. Vapotherm has not received any documentation on the results of the culturing from the 12 machines. Vapotherm recommends 1000 ppm clo2 disinfectant at a certified service center if a user suspects a contamination event. This cleaning is recommended annually for pm and every two years for overall. Vapotherm will continue to investigate this issue and report any add'l info in a supplement to this MDR.

Event description:
In 2008, a medical center reported to vapotherm that they had found ralstonia pickettii in a sample culture taken from one of five used vapotherm 2000i units. Medical center believes that the unit may have been used on a pt transferred from another hospital in late 2007. Upon admission of that pt to medical center, a blood sample was taken, and it tested positive for ralstonia pickettii. After the blood sample was taken, the infected pt was placed on a 2000i machine at the medical center. Medical center explained that the used unit had been in a storage area waiting cleaning at the time the culture was taken. It is unk how long the unit had been in the storage area, or how long it had been since the unit was used on a pt. As of a week after original date, medical center reported the pt is "doing well." Vapotherm's experience with ralstonia in the 2006 product recall prompted the company to open an investigation of device usage at the predecessor hosp. The continuation of this investigation is in MDR#1125759-2008-0002.